Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing an infusion set, the user experienced elevated blood glucose and noted no visible defects with the removed set, observed drops during fill tubing, initially placed the set on the side of the arm, received education to use the back of the arm, then replaced the infusion set on the triceps, filled the cannula, and resumed insulin delivery. Symptoms included hyperglycemia up to 376 mg/dl, persistent overnight high glucose, slight nausea, and no loss of consciousness. Outcomes included no use of backup therapy, no professional medical intervention, and no hospitalization. Investigation included troubleshooting and user education regarding infusion set placement and proper priming. Investigation of this case revealed no confirmed device malfunction or component failure, with the cause of the hyperglycemia remaining unclear after set replacement and successful priming were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.